Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had new right side pain but they were unable to achieve stimulation on that side due to a lead fracture and impedances were over 10,000. The rep attempted reprogramming but was unable to turn the right lead on. A lead revision occurred. They also replaced the entire system since the battery was close to end of service (eos). The issue was resolved at the time of the report. The patient was able to achieve stimulation on both sides after the lead revision and new implant. The patient was satisfied with the result.